Event description:
It was reported by service report that there is a faulty load cell for the zoom drive between the zoom handles causing it to only go forward. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - zoom load cell.